Manufacturer narrative:
The event date was approximated as (B)(6) 2017. It was reported that the lvad driveline had been taped for over 1 year. Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad driveline had been taped beginning over 1 year prior. The submitted log file was found to be unremarkable during review by a representative of the manufacturer¿s technical services. No additional information was provided.

Manufacturer narrative:
Additional information. Device evaluation: the report of damage to the silicone sleeve of the driveline could not be confirmed through the investigation. The submitted log file dated 22oct2018 contained approximately 3 days of data. The pump¿s fixed speed was set at 9600 rpm and pump power, estimated flow, and average pi were recorded at 4.9 to 6.9 watts, 3.2 to 6.8 lpm, and 2.6 to 6.8, respectively. There were no unusual events recorded in the log file. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The heartmate ii lvas IFU contains information on caring for the driveline and addresses damage due to wear and fatigue of the driveline. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.